Manufacturer narrative:
Service cancelled and pre-use check related (flow transducer test failure) issue fixed by customer and the ventilator put back in use which indicates that the ventilator is functioning without issues.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).